Manufacturer narrative:
Conclusion: the surgeon indicated that he hit the balloon with the suture needle. The return of the product upon which this medwatch is based is anticipated. Further information received or derived from the evaluation will be provided with a supplemental 3500a form.

Event description:
It was reported that during a tricuspid valve repair the surgeon was suturing and stated that he hit the balloon with the needle. This caused the balloon to deflate. The surgeon finished the case with the heart cold fibrillating. There were no adverse patient consequences as a result.